Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer walked user through a hard reboot and shutdown for 45 minutes. Upon bootup all drawers were detected on bus. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer was not opening and required maintenance. The issue could not be resolved by recovering the storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.